Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a drive support cap that was pressed out during the displacement test. The blood glucose reading was 148 mg/dl. The caller stated that the insulin pump had been dropped on the floor or bumped. No vibration was noted during the self test of the troubleshooting procedure. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with loose drive support disk, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.